Event description:
Customer reported that fluid is overflowing from the dilution cup during priming and running. Customer aborted the tests. Customer said, fluid is all over inside the provue.

Manufacturer narrative:
If the reported incident were to recur undetected the possibility of erroneous results may occur and may contribute to the transfusion of incompatible blood. At the time of this assessment there was not enough information available to rule out instrument malfunction.